Event description:
It was reported that during da vinci-assisted low anterior resection procedure, the patient experienced unanticipated bleeding and additional nerve tissue taken due to erbe generator issues. The customer encountered erbe generator error messages although the surgeon elected to continue the procedure with the same erbe generator. The surgeon said they had anticipated to perform the procedure with the ¿finer¿ monopolar curved scissors (mcs) instrument. However, due to the erbe generator issues, the surgeon performed the procedure with a vessel sealer extend (vse) instrument. This reportedly resulted in poorer visibility, unexpected bleeding, and an inability to preserve the nerves as precisely as planned. The following information is unknown: the cause and source of the bleeding, the estimated blood loss associated with the bleeding, what specific nerves were not preserved, and what medical/surgical intervention was rendered due to the complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the customer reported issue. The fse was able to reproduce the issue and replaced the erbe generator. The da vinci system was then tested and verified as ready for use. The erbe generator was analyzed and the reported failure was confirmed and reproduced. During a power-on test, the customer reported error occurred. Upon visual inspection, no issues were found that would be related to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.